Manufacturer narrative:
On (B)(6) 2020, it was noticed that the following was erroneously omitted from the previously submitted report: -updated patient identification details were received (first/last name, date of birth) -the patient was 52-years old at the time of the event. On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample, a tear measuring approximately 9 cm was observed on the anterior view, causing a rupture. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3505001bc and lot number 5620952) is a concomitant device (contralateral), therefore no further analysis is required. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (bgiv), rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor memorygel breast implant 500cc and experienced a rupture and capsular contracture, baker grade IV on the left side post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 500cc, catalog # 3505501bc, serial# (B)(4) on (B)(6) 2020.